Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was reported a burn like irritation from a gel leak. Patient was prescribed silver sulfadiazine 1% cream by a physician as the irritation was a second degree chemical burn. Patient reported that the cream is helping considerably.